Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope image suddenly turned 180 degrees. The user turned the image manually on the box, but when the camera was turned on again, the image would turn wrong. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken and stripes in image occur. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, which is expected or random without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope image suddenly turned 180 degrees. The user turned the image manually on the box, but when the camera was turned on again, the image would turn wrong. There were no reports of patient harm.